Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. During follow up with tandem technical support, it was reported that the customer was able to load a new cartridge. There was no impact to the customer's blood glucose level.